Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the merlin.net transmitter was unable to communicate with the device. The transmitter was paired successfully. Patient is doing fine.